Event description:
It was reported that the handpiece began overheating during a procedure involving 3rd molars. The procedure was successfully completed with the same device. There was no patient or user injury reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the investigation details the reported condition of the device overheating during usage could not be duplicated. Service will repair and return the device to the customer.